Manufacturer narrative:
B2: updated outcomes attrib to adv event. B5: updated describe event or problem. E1: updated initial reporter name, phone and email. E3: updated occupation. H6: corrected device codes. H6: updated patient and impact code. Device evaluated by manufacturer: the device was returned for analysis. Distal end of the guidewire was detached and did not return for analysis. The total length of the guidewire was measured and found to be 125.0 inches. According to the specifications, the acceptable length range is 130.0 inches plus or minus 1.0 inch, with an upper limit of 131.0 inches and a lower limit of 129.0 inches. This indicates that 5.0 inches of the distal end were detached and did not return for analysis.

Event description:
It was reported that perforation occurred. The 90% stenosed, 3.00 x 3.00 mm, concentric, de novo target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). There was a significant bend in the lesion less than or equal 45 degrees. A 330cm rotowire and rotablator were selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the rotowire was fractured and caused a perforation. The procedure was completed with another same device. It was noted the patient was not seriously injured and the patient was stable after the procedure. It was further reported that the rotowire was fractured about 12cm from the distal tip. The proximal rotowire and burr were pulled directly out of the patient along with the advancer. The fractured distal tip of the rotowire was not removed from the patient. A balloon compression was applied for hemostasis, and a covered stent was used to cover the detached distal tip and seal the site.

Manufacturer narrative:
B2: updated outcomes attrib to adv event. B5: updated describe event or problem. E1: updated initial reporter name, phone and email. E3: updated occupation. H6: corrected device codes. H6: updated patient and impact code.

Event description:
It was reported that perforation occurred. The 90% stenosed, 3.00 x 3.00 mm, concentric, de novo target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). There was a significant bend in the lesion less than or equal 45 degrees. A 330cm rotowire and rotablator were selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the rotowire was fractured and caused a perforation. The procedure was completed with another same device. It was noted the patient was not seriously injured and the patient was stable after the procedure. It was further reported that the rotowire was fractured about 12cm from the distal tip. The proximal rotowire and burr were pulled directly out of the patient along with the advancer. The fractured distal tip of the rotowire was not removed from the patient. A balloon compression was applied for hemostasis, and a covered stent was used to cover the detached distal tip and seal the site.

Event description:
It was reported that perforation occurred. The 90% stenosed, 3.00 x 3.00 mm, concentric, de novo target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). There was a significant bend in the lesion less than or equal 45 degrees. A 330cm rotowire and rotablator were selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the rotowire was fractured and caused a perforation. The procedure was completed with another same device. It was noted the patient was not seriously injured and the patient was stable after the procedure.